Event description:
It was reported the device displayed alarm -pca dose cord- continually with no dose cord, during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device had a damaged battery door. The customer stated problem was confirmed. Device was found to have pca dose cord alarm goes of continuously with no dose cord due to the alarming error code of 41622 during testing. The device was opened and found that the hub gear screw was loosed which caused the alarming continuously with no dose cord. Loosing hub gear screw is the root cause of the issue. Retightened the hub gear screw with loctite. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.